Manufacturer narrative:
On 13 dec 17 the medical affairs made the following analysis: acetabular wall fracture occurred few days after surgery. Immediate postoperative fractures may be cused by intraoperative bone weakening due to acetabular preparation but also bone morphology and mechanical properties may have contributed. The initial position of the acetabular component cannot be assessed having no pre-fracture x-rays. In this case there is no reason to suspect a faulty device. Batch review performed on 14 december 2017. Lot 172504: (B)(4) items manufactured and released on 05 sept 2017. Expiration date: 2022-08-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On the 15th of december the r&d project manager analysed the images received: from the images received no conclusion can be drawn. The event seems to be not implant related.

Event description:
Revision surgery performed, due to acetabular wall fracture, 6 days after primary surgery. The fracture of the acetabular wall occurred during the primary. The surgeon revised the cup, head liner and screws.